Manufacturer narrative:
A lead revision is scheduled to be performed. The left ventricular (lv) lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead was displaying evidence of a loss of capture (loc) in both vectors. A chest x-ray reveled the lead had dislodged. A lead revision is scheduled to be performed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to boston scientific. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence of set screw marks on the lead terminal pin, a cut found in the insulation and dried blood/body fluid found in the lumen. The lead did not pass the guidewire test due to the presence of blood/body fluid. Pressure test failed from the cut found in the insulation. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.